Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump was broke and they could not able to see the screen. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported display is blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.